Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". No root cause was provided. Align's clinical review of available records it was noted that the patient presented with a compromised periodontal condition, characterized by significant gingival recession and notable dental plaque accumulation, indicative of poor oral hygiene habits. Tooth #22 was positioned completely outside the dental arch and exhibited a mesioangulated orientation. The treatment plan included substantial orthodontic movements: a 68.2-degree rotation and 3.8 mm of lingual displacement, which were contingent on creating sufficient space to reposition the tooth within the arch. Given the patient's age and the complexity of the planned movements, it is reasonable to expect that fitting challenges could have introduced unanticipated pressure and biomechanical forces. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient lost 2 teeth during treatment (unknown teeth). No additional information is available at this time.